Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. According to the evaluation, the following was found. The reported phenomenon was reproduced. The universal cord was buckled. B30 (scope communication error) occurred. There was leaked from the bending section rubber. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Omsc surmised that moisture infiltrated into the device caused a short circuit of the internal circuit board and destruction of the ccd. If additional information becomes available, this report will be supplemented.

Event description:
The 3d endoscopic image was not displayed. The user continued to use the device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.